Event description:
A biomedical technician (bmt) reported a dialyzer blood leak during a hemodialysis (hd) treatment. In a follow up, the bmt said the leak occurred 3 hours and 6 min into the hemodialysis (hd) treatment. The leak was not visually seen. Blood tests strips were used and tested positive for the presence of blood. The fresnius 50008x machine did alarm with a blood leak alarm. Fresenius bloodlines were being used. There was no damage noted on the dialyzer. There was patient blood loss of 250 ml. There was no patient injury, adverse event or medical intervention required as a result of this event. Stat hemoglobin was checked.the patient chose not to finish treatment that day due to treatment ending 25 min early. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.